Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the left ventricular (lv) lead had dislodged and there was no capture at maximum output on any vector. The lead was explanted and replaced. It was also reported that during the revision procedure, the cardiac resynchronization therapy pacemaker (crt-p) detected oversensing on the right ventricular (rv) channel after the lead was reconnected. The rv lead was disconnected for inspection to find some residual blood on the pin. The blood was cleaned, yet upon reconnection, the oversensing was again observed. Upon closer inspection of the header, there appeared to be remaining evidence of blood in the header. After further testing, it was decided to replace the device. The rv lead showed no issue when connected to a new device. No patient complications have been reported as a result of this event.